Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a patient undergone a surgical aortic valve replacement on (B)(6) 2019 was diagnosed positive to acid-fast bacillus (afb) culture for mycobacterium avium complex (mac) on (B)(6); sample collected on (B)(6). A heater-cooler 3t system was used during surgery. Over time, the patient became seriously ill and injured as a result of being infected with non-tuberculous mycobacteria (ntm) and died on (B)(6) 2022.

Manufacturer narrative:
Through follow up livanova was informed of the sn in use. Relevant fields have been updated livanova received a report that a heater-cooler system 3t device was used during surgery. Plaintiff alleges that decedent contracted m. Avium complex infection caused by contaminated 3t used during decedent's aortic valve replacement surgery on (B)(6) 2019. It is not clear when symptoms first arose in 2020, but it was sometime before on (B)(6) 2020. Symptoms included fever, night sweats, and fatigue. On (B)(6) 2020, decedent was diagnosed with a prosthetic valve endocarditis with root abscess and underwent a second surgery on (B)(6) 2020 to remove the prosthetic valve. Plaintiff alleges that because of the damage to decedent's heart from infection, a replacement prosthetic valve could not be placed. A culture was collected on (B)(6) 2020 and was found to be positive for m. Avium complex on (B)(6) 2020 at (B)(6) health. Decedent died on (B)(6) 2022. Within the information provided it is stated that the patient died. Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file and attached in additional information section. DHR review of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. The involved device in use at the hospital at the time of surgery on (B)(6) 2019) was not equipped with vacuum and sealing kit since upgrade activity was performed on (B)(6) 2019. Livanova implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. Through follow up, livanova was informed m. Avium-intracellulare complex was identified in culture. Karius testing identified m. Chimaera. Livanova became aware of these cases through legal actions, we do not expect to receive additional information in the near future. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.